Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2006: the patient underwent x-ray examination. Impression: scoliosis as described. (B)(6) 2008: the patient underwent x-ray examination scoli limited 1-2 v. Impression: scoliotic curvature approximately 50 degrees to the right from t6 to t11 as calculated by orthopedics. No discrete spinal anomaly. Mild straightening of the thoracolumbar spine on the lateral image. Minimal pelvic tilt, left iliac wing is higher than right. (B)(6) 2006: the patient underwent x-ray examination scoli limited 1-2v. Impression: the patient¿s mid thoracic scoliosis convex to the right measures 53 degrees. (B)(6) 2006: the patient underwent MRI t-spine w/o contrast, MRI l-spine w/o contrast and MRI c-spine w/o contrast. Impression: although there is motion artifact on all acquired images, this exam is sufficient top exclude any primary spinal cord abnormality such as syrinx, or any focal lesion impinging upon the spinal cord. However, there is decreased dimension of the spinal canal in both the cervical and lumbar regions. (B)(6) 2006: the patient underwent x-ray examination scoliosis comp 3v+. Impression: s shaped thoracolumbar scoliosis as described. (B)(6) 2006: the patient was preoperatively diagnosed with idiopathic scoliosis and underwent posterior spinal instrumented fusion t3 through t12 (psif).the patient underwent fluoro-up to 1 hour. Impression: or fluoroscopy for spinal fixation. As per the op notes, ¿ once the spine was derotated and straightened the spinous processes were decorticated and autografts as well as allografts and rhbmp-2/acs was placed after a thorough irrigation and debridement with antibiotic solution.¿ (B)(6) 2006: the patient underwent x-ray examination scoliosis limited 1-2v. Impression: reduced s-shaped scoliosis of the thoracolumbar spine status post spinal fusion; blunting of the bilateral cp angles, likely small effusions. (B)(6) 2006: the patient underwent x-ray examination scoliosis comp 3v. Impression: s shaped thoracolumbar scoliosis as described. (B)(6) 2007: the patient underwent x-ray examination scoli limited 1-2v. Impressions: instrumentation intact and lungs clear. (B)(6) 2007: the patient underwent x-ray examination scoli limited 1-2v. Impression: uncomplicated hardware within the thoracic spine; stable levoscoliosis of the lumbar spine. (B)(6) 2008: the patient underwent x-ray examination scoli limited 1-2v. Impression: thoracic spine and spinal fixation hardware appear unchanged. Lumbar levoscoliosis now measures 23 degrees compared to 18 degrees on the prior examination. Iliac crest apophyses are ossified but not yet fused. (B)(6) 2009: the patient underwent spine-thoracic (dorsal) 2 views. Impression: status post pedicle screw placement and posterior fixation for treatment of scoliosis; mild biconcave thoracic scoliosis. (B)(6) 2010: the patient underwent x-ray examination. Impression: s-shaped scoliosis with interval thoracic harrington rods. Scoliosis has significantly improved since (B)(6) 2006. (B)(6) 2010: the patient underwent MRI of the lumbar spine without contrast. Impression: minimal diffuse discogenic changes at l4-l5 and mild bilateral hypertrophic facet arthropathy at l4-l5. Relative narrowing of left l5 lateral recess secondary to left paracentral component of discogenic changes at l4-l5 and left-sided hypertrophic facet arthropathy, without definite evidence of left l5 nerve compression within its lateral recess at this time. The left l4 and left l5 nerve roots are conjoined, a normal variant. Mild hypertrophic facet arthropathy at l5-s1. Minimal diffuse discogenic changes at l5-s1. (B)(6) 2012: the patient reported to have back pain. (B)(6) 2012: the patient underwent CT of the lumbar spine w/o contrast. Impression: no evidence of acute or chronic pars interarticularis defect of the lumbar spine. (B)(6) 2012: the patient underwent MRI lumbar spine w/o contrast. Impression: degenerative changes of questionable architectural sig nificance in this patient with congenitally short pedicles. Radiographically most prominent aspect of this patient¿s disease on the current exam is the facet hypertrophy at l4-l5 and l5-s1. (B)(6) 2012: the patient was preoperatively diagnosed with lumbar facet syndrome and underwent right l4-l5 medial branch block under fluoroscopic guidance. (B)(6) 2012: the patient reported to have a mid back pain.